Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise and t-waves resulting in an inappropriate shock. This s-ICD was tested in clinic, however; all vectors failed. The patient was subsequently hospitalized for further evaluation. Device data was sent to technical services (ts) for review. Data review determined there were low r-wave amplitudes observed in the treated episode. The device was deactivated and expected to be replaced with a transvenous system at a future date. Currently, this device remains implanted. No additional adverse patient effects were reported.